Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h3 investigation summary: the product was returned to ethicon for evaluation. One open pouch with oxidized regenerated cellulose that pertains to product code 2082. During analysis of the condition of the returned sample. The pouch foil was examined and was observed to be open. In addition, the seal area was inspected and evidence of being properly sealed was observed. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hepatectomy procedure on an unknown date and absorbable hemostat was used. The device package was found unsealed when unpacking and counting. One end of the package is not sealed. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.